Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with delivery anomaly. The customer states the pump has not been delivering insulin. The customer's blood glucose level at the time of incident was 184mg/dl. The customer states their levels have risen to the 300mg/dl to 400mg/dl range. The customer states the device will fill the tube and drip, but seems as if it is not delivering the insulin. Troubleshoot was conducted. The customer states they have insulin vials with air bubbles, and the device was exposed to magnetic field. The customer states the pump was exposed to magnet that is attached to their phone. The device passed the displacement test and was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.